Event description:
Tlh (total laparoscopic hysterectomy). Dr was using the device for approximately 20 minutes; 15 to 20 cut and seals with the full jaw were completed on the uterus. Dr observed the device was not sealing and a re-grasp alarm occurred. Surgeon addressed the issue by ensuring the correct amount of tissue was in the jaw of the device. Jaw had been previously wiped clean. Surgeon attempted seal again; device would not seal tissue therefore the surgeon did not activate the cutting of the tissue. There was no additional bleeding. Another device was opened which functioned as intended. Surgical delay of less than five minutes to assess and get another device. Patient was not injured. Surgery was completed as expected. Surgeon is caiman user as primary cut and seal device.

Manufacturer narrative:
Used test- and analysis- equipment: aesculap rf- generator "gn 200", snr. 1510, microscope "keyence- vhx 600 d", digital-camera "panasonic dmc tz8, fluke 178 trms multimeter. First we made a visible inspection of the jaw. Except the soiling (blood and tissue) no abnormities like burned or charred peak were found. Then we checked the mechanical function. The clamping and the cutting function worked well. In the next step we connected the instrument with an rf- generator "gn 200", snr.1510, and checked the electrical functions: test step: generator- announcement: result: activation with open jaw "regrasp open" o.k. Activation with wet tissue "sealing" o.k. Activation with closed jaw "regrasp short" false activation with tin-foil in jaw "regrasp short" n.a. The "regrasp short" error during activation with closed and empty jaw (without any tissue) matters a contact between the upper and the under jaw. This is not correct. Correctly at this test step the gn200 must announce "regrasp open", because in this status there is no contact between the upper and the under jaw. During a microscopic investigation after the cleaning and decontamination we detected a damaged and squashed dissection clip (insulation between the jaw- parts). This faulty insulation leads to a short between the electrodes and a damage (pitting) on the surface of the electrodes. The manufacturing documents have been checked and found to be according to specification during the time of production. During design control, several testings have been performed. This type of failure was not recognized, therefore the root cause is most likely manufacturing related. Corrective action previously implemented.